Manufacturer narrative:
This report is for an unknown 7.3 mm screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Revision procedure occurred (B)(6) 2015; part of the device remained in the patient; device not considered explanted (see MFR number 2520274-2015-17649 for more details on this incident). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient originally underwent an unknown procedure on an unknown date to treat a slipped capital femoral epiphysis (scfe). This condition was due to a shift in the patient's growth plate. On an unknown date, the patient experienced pain and a hip scope was performed and revision surgery was performed on (B)(6) 2015. Screw head was removed and the lower portion remained in patient. Events that occurred during revision procedure are being reported on another complaint (B)(4); MFR number 2520274-2015-17649. This report is for an unknown 7.3 mm screw. This is report 1 of 1 for (B)(4).